Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was unable to be confirmed. No log files were submitted for analysis and the exchanged product was not returned to abbott for evaluation. Additionally, the serial number of the exchanged controller was not reported. Multiple attempts were made to obtain additional information from the customer regarding the event (including product return status, if any adverse effects occurred from the exchange, and the reason for the controller exchange); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. DHR is not required due to the serial number of the system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange recently on their own in their primary care providers office that they were unaware of.